Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 5 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. Previously unreported to the manufacturer, during a hospital admission on (B)(6) 2016, laboratory test results showed the patient's ldh level was 514 u/l, with a peak to 863 u/l during the 2-month admission. At the time, the patient had initially been treated with heparin, then argatroban and then eptifibatide. The patient reportedly also experienced an unreported episode of gastrointestinal (gi) bleeding during that time. At the time of discharge on (B)(6) 2017, the ldh level was 202 u/l. No elevation in pump power was observed. In (B)(6) 2017, the patient had quite significant elevated lactate dehydrogenase (ldh) which ended up decreasing without necessitating a pump exchange. No additional information was provided. It was reported that the patient underwent a routine heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the pump was inconclusive and did not reveal any evidence of device thrombosis. Furthermore, a correlation between the device and the reported ldh elevations and gi bleeding could not conclusively be determined. Examination of the pump blood contacting surfaces revealed post-explant deposition of fixed blood, however, no thrombus formations were observed. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Bleeding, hemolysis, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.